Event description:
The customer reported that during cardioplegia delivery, the unit turned off unexpectedly during case. The unit was powered on again and the delivery of cardioplegia continued without further incident. The unit will be returned to quest for further incident. The unit will be returned to quest for further evaluation. Product code 5201260.